Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not showing anything. It had blank display. The customer¿s blood glucose level was 150 mg/dl. Troubleshooting was performed. There was no physical damage on the device. Customer stated the battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer had already changed the battery out 5 times before the call. The display did not return. The device will be returned for analysis.

Manufacturer narrative:
Findings: pump had blank display. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm due to blank display. Pump received with minor scratched display window and cracked reservoir tube lip.